Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. There was visible moisture in the battery compartment and behind the display lens. On testing, the contrast and ok buttons had intermittent response. The down arrow and up arrow buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. A leak test was performed and revealed a leak in the display lens; the display lens was cracked.

Event description:
The reporter contacted animas on (B)(6) 2012, reporting that the keypad buttons were not working properly. The reporter indicated that the up, down, ok, and backlight buttons were hard to press and reported that the buttons required digging in with a finger nail to respond. The reporter confirmed that there was no damage to the keypad and there was no evidence of moisture. The patient reportedly wore the pump in a pump skin in a pocket and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.